Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced several episodes of syncope and presented to the emergency room. Upon review of remote transmission it was noted that ventricular tachycardia episodes were classified as supraventricular tachycardia due to oversensing on the atrial channel. Retrograde far r wave oversensing by the implantable cardioverter defibrillator was suspected. Programming changes were discussed. No further information was reported.